Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on the device history record (DHR) and supporting quality records can be performed.

Event description:
Consumer had surgery for vaginal cysts and fluid (in) cervical canal and attributed this to tampons.